Event description:
Boston scientific received information that during a routine follow up visit this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing impedance greater than 2,000 ohms and high pacing threshold measurements. A lead fracture was suspected but could not be visualized on x-ray. A revision procedure was subsequently scheduled to replace the lead and device as it was reported to be nearing elective replacement indicator (eri). Additional information was later received confirming the revision wherein the rv lead was surgically abandoned and the device replaced. Continued follow up was planned. Neither the lead or device are available for return. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited high pacing impedance greater than 2000 ohms and high thresholds. A lead fracture was suspected. A revision procedure is scheduled for the near future to replace the lead and device as the device is near elective replacement indicator (eri). No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
At this time the device and lead remain in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Additional information was received indicating that a revision procedure was performed wherein the lead was surgically abandoned and the device replaced. The ICD will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.